Manufacturer narrative:
Updated fields: b4, e3, g1(contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found that cardiosave had automatic inflation performance failure, the pneumatic module was replaced. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
N.a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Due to character limit in block e1 event site telephone: (B)(6).

Event description:
It was reported that during the routing check the cardiosave intra-aoritc balloon pump (iabp) had automatic inflation failure. There was no patient involved.

Manufacturer narrative:
Due to character limit full address of: e1 (event site name): (B)(6). E2 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.